Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the ez35w would not cut or staple properly. Another instrument was opened and the case was finished successfully. There was no consequence to the pt.